Event description:
Surgeon had planned surgery to remove previously implanted clavicle pin. Patient's fracture had healed after 10 months and patient had requested that implant be removed. During surgery, the standard procedure would be to use the medial nut wrench to back out the entire pin, however, when the surgeon used the medial nut wrench, both the medial and lateral nuts loosened off the pin, leaving the pin in the patient. The surgeon then tried to rectify the situation by using the t-handle chuck to remove the pin from the patient. However, whilst turning the pin anti-clockwise to back out the pin, only half of the pin came out of the patient. The surgeon then realized that the pin had broken inside the patient. The medial half of the clavicle pin remained in the patient as the surgeon was unable to remove the remaining broken pin. Attempts to remove the broken pin resulted in a 60-minute extension of surgical time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.